Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result generated on an architect c4000 analyzer. Customer reference range for magnesium is 1.6-2.6 mg/dl. Initial result = 8 mg/dl, repeat result = 2.1 mg/dl, and repeat result on another architect = 2.1 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The customer technical advocate (cta) reviewed the abbott link data and recommended multiple troubleshooting actions to the customer. The customer completed the troubleshooting, replaced the r1 probe, and verified instrument operation by performing a magnesium precision study and running qc with all results in specification. The sample probe was identified as the likely cause of the issue. The instrument service history review found no additional service or complaint issues that may have contributed to the issue. Review of the product monitoring review for clinical chemistry systems found no similar issues and the erratic results rates were within acceptable limits with no trends identified. A review of historical data did not identify any non-conformances or potential non-conformances related to the parts associated with the complaint. Trending review did not identify any trends or systemic issues for the instrument parts. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module, sn (B)(6), was identified.